Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 5.4cm and 64cm. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or ab-normalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photo was reviewed. The photo shows the partial serial number for the returned catheter. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint that "kinked iabc" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met dur-ing the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action is required at this time. The reported complaint will be monitored for any devel-oping trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "kinked iabc". The report further states, "iabc was placed in the ccl and kinking was noted under fluor, iabc was exchanged and connected, patient safe and receiving appropriate therapy". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "kinked iabc". The report further states, "iabc was placed in the ccl and kinking was noted under fluor, iabc was exchanged and connected, patient safe and receiving appropriate therapy". No patient harm or injury. The patient status is reported as "fine".